Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Primary analysis finding: no anomalies found. Blood/body fluid was present in distal conductor (not obstructed) and helix/lobe mechanism sleevehead. Electrical testing to determine continuity of the conductor(s) passed. Helix, fully extended, measured .074 inches within specification. Mechanical testing revealed the helix did not extend and retract within the correct number of turns due to large amount of blood in the sleevehead.

Event description:
(B) (4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that there was sensing difficulty and positioning difficulty. The lead was explanted and replaced. No patient complications have been reported as a result of this event.